Event description:
Add'l cat. #: lag screw 1181-15-35,4 bone screws, sideplate 5820500, lagscrew 79067900. Orif 12/18/94. An 85mm large threaded lag screw was inserted into the head of the femur staying somewhat posterior & inferior & then a 140 degree by 4-hole side plate was placed over the lag screw & attached to the shaft/with 42,40,38,36 screws from cephalad to caudad. On 7/26/95, x-ray revealed distal most 3 screws fractured with distraction of the inferior half of the compression plate. On 8/9/95, pt admitted for removal of internal fixation with replacement of internal fixation device.